Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 there was no sensor wire present on skin, under skin, or in applicator needle. Patient stated there was no difficulty with insertion. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.